Event description:
Operator complaint of being sprayed with formalin. Operator was adding tissue to processor approximately 45 minutes after run was initiated. Operator opened chamber without allowing adequate time for the pressure to be released. Formalin splashed onto the operator's face and into eyes.